Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v955729, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead and battery were explanted due to infection. It was stated a new lead and battery were implanted.